Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced infection at the implant site which led to the wound and pus discharge at the incision site due to the incorrect position of receiver/stimulator and poor flap closure. The patient was subsequently administered multiple courses of oral and IV antibiotics (duration and specific date not reported). The patient was also hospitalized overnight for the administration of IV antibiotics. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.